Manufacturer narrative:
The user facility could not provide any add'l info regarding the pt condition at the time of this report. The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the fiberoptic bulb of the device would not energize.